Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and replaced the power supply and all now ok with the unit. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), it was observed that the cardiosave intra-aortic balloon pump (iabp) was not charging the batteries. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) verified that the batteries were not charging. The fse replaced the bulk power supply. The unit passed all safety and functional tests and was returned to the customer for clinical use. The failure analysis and testing department received the following part associated with this complaint: pn: 0014-00-0258 sn: (B)(6) cart bulk power supply spec this part was received with a reported unit failure message of not charging batteries. Performed visual inspection of this part received and part looks to be in good condition. Installed the cart bulk power supply spec into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual. The fat dept. Verified the unit was not turned on for testing; however, the fat dept. Could not be able to test batteries. Cart bulk power supply spec probably shorted and that cause the problem of unit not turning on. Cart bulk power supply spec failed testing. Sending cart bulk power supply spec to the supplier for further failure analysis as per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The supplier was unable to perform a failure analysis on the part as the part did not provide any output voltage. The fat dept. Will retain this part as per procedure.